Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need assistance for 8300 s/n (B)(4) is failing co2 sensor calibration error message unknown error while running the task: co2 sensor calibration for m8300 sn (B)(4). (B)(4)allowed me to remote in so I can see his laptop while running the pm test. After re-running the co2 test error message continue to show up and we confirmed that gas can has run out and (B)(4) will order a new set of gas, I gave the air liquid telephone number to (B)(4). We also recommend to use a flow meter to be able to put out the correct amount of gas.